Event description:
The customer reported that he waived a bolus, but he did not see in the bolus history. The blood glucose reading was 222mg/dl. The caller stated that the buttons were unresponsive while attempting to rewind. The caller stated that the activate button was not responding during a bolus. The customer also mentioned that he received motor error alarms occasionally. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons were functioning properly and no damage on the keypad assembly noted. The motor passed the motor test. However, the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The unit was received with missing end cap sticker.